Manufacturer narrative:
G4: 13jul2020. B4: 28jul2020. The customer reported that the unit will not be repaired is going to be removed from service and retired. No parts were returned for failure investigation, therefore the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15jul2020.

Event description:
The customer reported that the unit will not turn on. The problem was discovered during extended self test (est) setup. The customer contacted product support and reported the green alternating current mains light is green. The customer has disconnected the back-up battery and the unit will still not turn on. The customer is reporting the unit has the first generation power supply. The biomed is also requesting the part # of the back-up battery. Product support recommended ordering and replacing the power supply. Product support provided the customer the part ID for the back-up battery and power supply. The customer reported that the unit was not in use on a patient.